Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. There are also other technique and anatomical related factors that maybe result in pvl. In this case, the root cause of this event cannot be conclusively determined. It was reported that an extra suture was used to repair the pvl. It appears that procedural related factors may have contributed to this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that a mitral valve, implanted for 28 days, was explanted due to perivalvular leak. This patient was noted to be in cardiogenic shock on va ECMO since his initial procedure. He has been unable to be weaned from ECMO. His initial surgery was complicated by type 1 dissection requiring ascending aorta replacement. The procedure was also complicated by lv and respiratory failure requiring va ECMO. The patient was transferred to another hospital due to severe aortic insufficiency with dilated aortic root and unable to wean from ECMO. He underwent aortic root replacement with bio root and edwards mitral valve. The perivalvular leak of the subject device was repair with a single pledgetted suture. The patient remained critically ill and on ECMO.

Manufacturer narrative:
(B)(4). Per additional information received. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was learned that a 7300tfx 29mm bioprosthetic mitral valve, implanted for 28 days, was explanted due to perivalvular leak. This patient initially underwent mvr due to mitral insufficiency. The valve was noted to be well-seated and had good leaflet excursion. The cross-clamp was removed and rewarming was begun. It was noted that there was some bleeding along the area of the aortic cross-clamp and severe pledgeted mattress sutures were placed in this area. Tee confirmed an ascending dissection of the aorta, most likely in the area of the cross-clamp or the aortic cannulation site. The aorta was resected which clearly had a double lumen from just above the coronary arteries to just below the innominate artery. It was decided to use bioglue to seal the edges back together and then felts strips and a 32 dacron graft to repair the area of dissection. The patient was completely rewarmed and attempted to be weaned from bypass. The patient was able to separate from bypass with some inotropic support. However, it was noted that his oxygenation was relatively poor. It was decided to place an ECMO for hemodynamic and respiratory support. With ECMO, they were able to maintain oxygenation and hemodynamic stability using low dose levophed and epinephrine. At this point, the patient had fairly severe coagulopathy from all over the heart. Approximately 3-4 hours were spent in an effort to achieve hemostasis. Most of the bleeding seemed to be coming from the graft itself. The patient was eventually able to be transferred to the ICU in a hemodynamically more stable condition but with some continued bleeding. He was noted to be in cardiogenic shock on ECMO since his initial procedure. He has been unable to be weaned from ECMO. The patient was transferred to another hospital due to severe perivalvular leak with dilated aortic root and unable to wean from ECMO. He underwent aortic root replacement with bio root and a new mitral valve. The perivalvular leak of the subject device was repair with a single pledgeted suture. The patient remained critically ill and on ECMO.